Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. There was no visible damage to the millar sensor, catheter, material, or connector. The icp reading= 531. The rl reading low @8mmhg; tried to pop lid to adjust and 3 connector pins broke off during evaluation. Unable to continue the evaluation due to the broken connector pins and no further testing was possible. A review of quality records for both the finished good and the component found no discrepancies. Based on the results of the investigation, the reported issue was not confirmed and unable to determine the root cause. No further investigation or corrective action is anticipated.

Manufacturer narrative:
UDI (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. The device was returned with two other sensors (mdrs 1226348-2019-10046, 1226348-2019-10047). Labels for three lots were provided with the three microsensors (lots 152001, 186733, 162540); however, it was not possible to determine which lot was associated with which sensor.

Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, before implantation, a microsensor could not be zeroed. It was discarded for another. A delay of 2 hours was reported. The sensor will be returned for evaluation. This the first complaint of three registered for this incident; the other two are (B)(4).